Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported seeing smoke and a flash coming out of the cooler area of the architect i2000ssr processing module. The cooler was removed, and the power plug was melted. The customer reported the architect i2000sr processing module power cycled off and upon inspection of the power supply it was noted that no led lights were lit. No current was measured at the power plug and the ups was turned off. It was mentioned the black plastic (waste wz¿s) above the pump bay was leaking. The leak was sealed, and no further leaking was noted. The power plug and the cooler were replaced. The instrument started up without any errors and the temperature test was ok. No impact to patient management or user safety reported.

Manufacturer narrative:
The field service representative was dispatched due to the customer observing smoke and a flash coming from the refrigerator with replaceable fan (rohs) of the architect i2000sr processing module, sn (B)(6). The field service representative found evidence of leaking from the waste gutter for the wash zones, causing charring/burn damage in the power source/cable of the refrigerator with replaceable fan (rohs). Service replaced the refrigerator cable (power plug) and the refrigerator with replaceable fan (rohs); however, the refrigerator with replaceable fan (rohs) was deemed the likely causes for the issue. The waste gutter was repaired to resolve the leak. The module function was verified with a control/precision run. The instrument service history review revealed no additional service tickets associated with issues of smoke or a flash/spark from the refrigerator with replaceable fan. A review of tracking and trending for the refrigerator with replaceable fan (rohs) did not identify any trends. A review of the scorecard identified no similar issues related to the alinity I/architect ia system or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting, removal, and replacement of the replaceable fan (rohs). Based on the investigation, no systemic issue or deficiency for the architect i2000sr processing module, sn (B)(6) or refrigerator with replaceable fan (rohs) was identified.corrected data in h10 - serial number in first sentence was incorrectly inputted.

Manufacturer narrative:
The field service representative was dispatched due to the customer observing smoke and a flash coming from the refrigerator with replaceable fan (rohs) of the architect i2000sr processing module, sn (B)(6). The field service representative found evidence of leaking from the waste gutter for the wash zones, causing charring/burn damage in the power source/cable of the refrigerator with replaceable fan (rohs). Service replaced the refrigerator cable (power plug) and the refrigerator with replaceable fan (rohs); however, the refrigerator with replaceable fan (rohs) was deemed the likely causes for the issue. The waste gutter was repaired to resolve the leak. The module function was verified with a control/precision run. The instrument service history review revealed no additional service tickets associated with issues of smoke or a flash/spark from the refrigerator with replaceable fan. A review of tracking and trending for the refrigerator with replaceable fan (rohs) did not identify any trends. A review of the scorecard identified no similar issues related to the alinity I/architect ia system or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting, removal, and replacement of the replaceable fan (rohs). Based on the investigation, no systemic issue or deficiency for the architect i2000sr processing module, sn (B)(6) or refrigerator with replaceable fan (rohs) was identified.